Event description:
It was reported that during the implant procedure, the device continued to get a warning that it could not verify the lead. The lead was disconnected and reconnected several times. The physician then thought maybe the sealing ring looked "funny". The lead was checked with the analyzer again and checked fine. The physician believed it to be a can issue so the device was removed and a new device was implanted instead. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that the same device that was attempted was in fact the same device that was implanted. There was not another device used during this implant procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).